Event description:
It was reported that the device triggered elective replacement indicator and due to possible high battery impedance. The patient reported not feeling well due to device switching to vvi65 pacing. The device was explanted and replaced. There were no further patient complication reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.